Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient's father that the receiver is showing the initializing screen without a manual restart on (B)(6) 2015. Patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient's father to report that the receiver display is freezing on (B)(6) 2015. Patient's father did not report any injury or medical intervention.